Manufacturer narrative:
On december 8, 2021, mentor received additional information indicating that the patient has been scheduled for implant explantation surgery on (B)(6) 2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture associated with breast implant, material rupture due to chest injury manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 28, 2021, mentor received additional information indicating that an MRI from (B)(6) 2021 confirmed the left breast implant rupture, and on (B)(6) 2021, is when the left breast capsular contracture (baker grade IV) was diagnosed, physically. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone primary breast augmentation with two 350cc mentor memorygel breast implants, suffered left breast encapsulation ever since implantation and was also diagnosed with left breast implant ruptured via MRI in (B)(6) of 2021. The patient also reported experiencing an unspecified trauma prior to the rupture of the device. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. In addition, per mentor's IFU for memorygel implants, this will also be reported as an off-label use, since, the patient was under the recommended age at the date of implantation.

Manufacturer narrative:
On february 2, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that no damage, anomalies, or deformities were observed on the smooth hpg, 350cc breast implant. The event described could not be confirmed as the breast implant was returned without detectable deformity. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Per mentor IFU that the implant for women is must be used at least 22 years old. Therefore, these devices were used in an off-label manner. Capsular contracture is the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
On (B)(6) 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On january 12, 2022, mentor received additional information indicating that the patient's implants were both removed with no rupture. However, it was noted that both implants were malformed. The patient also reported having bilateral breast asymmetry and malposition. During the revision surgery on (B)(6) 2021, the right breast capsule was identified to be mildly thickened. Bilateral capsulectomies were performed and both implant were removed and replaced with non-mentor gel implants. Reason for device explant and/or reoperation: suspected material rupture. Complication on the right breast will be reported under mrn: 1645337-2022-00903. This medwatch form is for the left breast prosthesis.